Event description:
The following axsym toxoplasma igm results were generated on a pt: 0.48 index value (negative),l 0.61 index value (positive), and 0.57 index value (equivocal). The sample was tested using fumouze latex toxoplasma igm method and the result was positive. The sample was also tested using vidas toxoplasma igm method yielding a positive result of 1.24 index value (positive cut-off of 0.60 index value). No impact to pt management was reported.